Manufacturer narrative:
The initial MDR 1226181-2015-00114 was filed on february 25, 2015.additional information (03/06/2015): the customer contacted a siemens customer care center (ccc) specialist. A siemens headquarters support center (hsc) specialist reviewed the instrument filter data and could not locate data for the discordant hcg results. The cause of false negative hcg results on one patient sample is unknown.

Event description:
Discordant, false negative human chorionic gonadotropin (hcg) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. A new draw was obtained from patient in an alternate lab, which resulted positive. The original sample was repeated in duplicate on the same instrument, resulting higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg results.

Manufacturer narrative:
The cause of discordant, false negative hcg results on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.